Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month prior, the patient was taking a bath and their left subclavian skin was damaged. The patient's right ventricular (rv) lead was noted to have gradually eroded through the patient's skin without fever. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.